Event description:
It was reported that "patient was intubated during rrt. Two tube exchanges were performed because the first 2 endotracheal tubes that were inserted/exchanged the cuff did not hold air/blew. The third tube held air in the cuff without issues". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #3003898360-2023-01506

Manufacturer narrative:
(B)(4). Additional information received on 27 november 2023 states that "both et tubes were used on the same patient. The patient did ok, was extubated and discharged to rehab. The lowest saturation was 88%" therefore, this complaint was changed from a reportable malfunction to a serious injury. The reported complaint of "does not stay inflated - cuff" was confirmed based upon the sample received. The returned et tube was found to have multiple small holes in the balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient was intubated during rrt. Two tube exchanges were performed because the first 2 endotracheal tubes that were inserted/exchanged the cuff did not hold air/blew. The third tube held air in the cuff without issues". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally, added the brand name. **UDI related data quality updates only**. Other remarks: n/a.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient was intubated during rrt. Two tube exchanges were performed because the first 2 endotracheal tubes that were inserted/exchanged the cuff did not hold air/blew. The third tube held air in the cuff without issues". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #3003898360-2023-01506.